Event description:
Discrepant advia centaur troponin results were obtained on 4 pt samples. The results were reported to the physician(s). Two pts were catheterized based on the discrepant results. The samples were repeated and corrected results were reported. There was no other known pt intervention or report of adverse health consequences due to the discrepant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for this discrepant troponin results was due to a damaged reservoir bottle and vent valve. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.